Manufacturer narrative:
Corrections: b1: adverse event/product problem- corrected from product problem to adverse event/product problem. B2: outcomes attrib to adv event- updated to required intervention to prevent permanent impairment/damage. H1: type of reportable event- corrected from malfunction to serious injury. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 20 x 3.00mm promus premier drug-eluting stent was implanted for treatment at 14 atmospheres. However, following deployment, the stent exhibited a fracture in the proximal segment. Another stent was utilized to cover the fractured portion of the fractured stent. There were no patient complications reported. The patient remained stable at the conclusion of the procedure.

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 20 x 3.00mm promus premier drug-eluting stent was implanted for treatment at 14 atmospheres. However, following deployment, the stent exhibited a fracture in the proximal segment. Another stent was utilized to cover the fractured portion of the fractured stent. There were no patient complications reported. The patient remained stable at the conclusion of the procedure.

Manufacturer narrative:
E1: (B)(6).